Manufacturer narrative:
The calcium gen.2 reagent lot number is 92024001, and the expiration date is 31-jan-2027. Qc and calibration were passing at the time of the event. An abnormal aspiration alarm was observed in the alarm trace report. This can be an indication of poor pre-analytical handling. A field service engineer (fse) determined that the sonic wash station was contaminated and that the rinse tube was damaged. The fse cut the end of the rinse tube and reseated it, decontaminated and flushed the sample valve, and discered dried up basic wash in the sonic wash station. The fse cleaned the sonic wash station and trained the customer on its maintenance. The fse adjusted the rinse levels and verified that the gear pump and water pump pressures were in accordance with specifications. A passing precision check was completed, and a passing hardware check was completed. The customer completed a passing qc on calcium. The investigation determined that the event was due to a maintenance issue.

Event description:
There was an allegation of questionable low calcium gen.2 results from the cobas c 503 analytical unit for 3 patient samples. An example of discrepant results was provided for 1 patient. The initial result was 3.58 mg/dl, and the repeat result was 9.20 mg/dl. The questionable result was repeated due to a delta check, and there were other calcium results coming in around 3 mg/dl, which the customer believed to be "not possible."